Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. The device was restarted but the alarm did not stop sounding. The sales representative replaced the device at the hospital. There were no problems operating. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator service required alarm was confirmed during operational checking. A pressure sensor mismatch error code was found in the device's error log. Dirt on the flow sensor was observed during an inspection of the inside. The flow sensor was replaced and resolved the issue. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.